Manufacturer narrative:
Pr 641690 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The following was reported via email: we had another pneumothorax this morning. No further details provided. On (B)(6) 2018 customer response: did the patient require a chest tube? No. What is the status of the patient now? Stable. Is there a sample available for evaluation? No. Do you have a batch/lot number for this event? Lot number 001263365. (B)(4).

Event description:
The following was reported via email: we had another pneumothorax this morning. No further details provided. On (B)(6) 2018 customer response: did the patient require a chest tube? No. What is the status of the patient now? Stable. Is there a sample available for evaluation? No. Do you have a batch/lot number for this event? Lot number 001263365. Lzak.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. The device history record review identified a non-conforming report (ncmr) and all product was 100% inspected. All defective units were culled and scrapped. The re-worked lot was re-inspected and all inspection criteria passed. No additional issued were identified during the DHR review for lot 0001263365. Since no sample was available for evaluation and no issues were identified after performing DHR review, the investigation was not able to identify a probable root cause to the reported failure mode as the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. A CAPA (corrective action preventive action) has been initiated to further investigate the reported failure mode for probable root causes and any associated corrective and/or preventive actions.